Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The patient was started on duopa therapy in (B)(6) 2018. The report indicated that the patient was hospitalized due to a suspected peritonitis. Though requested, additional information regarding final diagnosis and treatment were not provided.

Manufacturer narrative:
Reference record (B)(4). Additional information added to section event or problem section. The event of duodenal ulcer has been previously reported under MDR 3010757606-2019-00686.

Event description:
Additional information received. According to the physician, it has been considered that the patient developed peritonitis due to duodenal ulcer.